Event description:
Paramedics attended to a person diagnosed as pulseless and apneic. Shocks had been administered by an AED prior to the arrival of the paramedics. Attempts were made to administer countershocks to the pt using the device. The device allegedly displayed a connect electrodes message and use of the defibrillator was inhibited. The pt was not resuscitated.